Manufacturer narrative:
No patient information provided as no patient was involved in this event. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. During inspection, found that wrong fuses had been installed in the unit, and the mvs power cord was rotating in the plug. This caused the hot wire to lose connection. The power cord was replaced. A system check-out was performed. The mechanical tests, imaging tests and safety inspection all passed; the imaging system performed as intended.

Event description:
A site representative reported that the mobile view station (mvs) monitor does not power on. No patient was present when this issue was identified. No further details regarding this issue, or specifically when it occurred, were provided.